Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to patient injury. Device issue: balloon rupture. It was reported that an attempt was made to pre-dilate using the rx voyager 2.5 x 15 mm in the mid lad, which was moderately calcified. The balloon ruptured when inflated to 16 atm. The procedure was completed using a voyager 2.5 x 12 mm. No additional event or patient information is available.